Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 3 unopened and 2 opened pouches. Analysis and results: there are no previous complaints of the same code-batch. Manufactured and distributed (B)(4) units of this code batch, there are no units in stock. Received three closed samples and two open samples (only the second pack is opened). Both open samples received have the first pack sealed to second pack in the 4th sealing. This defect took place in the welding machine and these units were not sorted out by the personnel involved in this process. On the other hand, all closed packs received were opened and the aluminum pouch was not stuck to the outer paper foil. All packs have been opened correctly. Final conclusion: complaint justified; taking into account that the open samples received does not fulfill the OEM specifications. Actions on distributed product of this reference/batch: replace this code/batch to the customer or issue a refund. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: austria. Pouch sealed to 2nd pack.